Manufacturer narrative:
The device remains implanted pending a replacement procedure. This report will be updated when additional information is received.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) reported hearing beeping tones from the device, at 3:00 pm and again at 3:30 am. The patient had not been exposed to radiation treatment or recent x-ray. The patient sent a transmission in the remote monitoring system, but no errors or alerts were observed. The patient presented for a device check, and interrogation with a programmer also found no faults or errors. It was questioned whether the beeping could be due to inadvertent magnet applications. The device data was submitted to technical services for engineering review. Review of the data revealed the device has undergone several resets, the first occurring (B)(6). Each reset is accompanied by 14 beep tones. The resets were evidence of intermittent hardware malfunctions related to the telemetry system, and device replacement is recommended to ensure continuity of protective therapy. The device could become non-functional; however, it is impossible to predict if or when this might occur. No adverse patient effects were reported.

Manufacturer narrative:
The explanted device was returned and is undergoing detailed laboratory analysis. This report will be updated when analysis is complete.

Event description:
The device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination identified no anomalies. Review of device memory noted the ¿excessive warm boots¿ reset flag had been set. The reset messages indicated the device was unable to communicate with the radio frequency (rf) chip. The device case was removed to facilitate inspection of the internal components. Microscopic inspection identified a cracked solder joint on the rf chip. Analysis concluded the continuous resets and resultant beep tones were caused by the identified cracked solder joint.